Event description:
It was reported that the sec 20dp, texium & hanger v/nv experienced component separation and leakage. The following information was provided by the initial reporter: material #: 40000-07t batch/ lot #: 20095691 there has been another failure with this product ¿ same lot #. Tubing broke off at base of drip chamber. This items is used for chemotherapy administration and has resulted in a chemo spill of cytotoxic medication.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/11/2021. H.6. Investigation: a complaint of tubing breaking causing leakage was received from the customer. A sample was returned for investigation. The samples were misplaced during decontamination and shipping, so an investigation could not be completed. A device history record review for model 40000-07t lot number 20095691 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample(s) were inadvertently misplaced, but if found, a full investigation will be completed. However, the root cause of this failure was not identified as no product was received to undergo investigation. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of component damage with lot #20095691 regarding item 40000-07t.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sec 20dp, texium & hanger v/nv experienced component separation and leakage. The following information was provided by the initial reporter: material #: 40000-07t. Batch/ lot #: 20095691. There has been another failure with this product ¿ same lot #. Tubing broke off at base of drip chamber. This items is used for chemotherapy administration and has resulted in a chemo spill of cytotoxic medication.